Manufacturer narrative:
Added UDI# because it was previously absent from the report.

Event description:
Additional information was received from a consumer regarding the patient's second neurostimulator. It was reported they had pain at the ins site, and they could not recall any circumstances that may have led to the ins movement and pain at the ins site. The patient hasn't taken any steps so far to resolve it because they were seeking a second opinion before having the neurostimulator removed. It was noted they have been using lidocaine patches and medication to deal with the pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she thinks her implantable neurostimulator (ins) is shifting/moving because she can feel it and it¿s starting to hurt. The patient stated it is causing discomfort. The patient had the implanted ins on the other side to the old ins. The patient noted this began about a week prior to (B)(6). The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon further review, it was discovered that the device that was previously associated with this event (s/n: (B)(4) per the patient¿s statement), could not possibly have been the device at fault in this event, as it was in the possession of the device manufacturer at the time of the event, (B)(6) 2016. The affected fields have been corrected. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient had a surgery due to the ins ¿moving/tilting;¿ ¿it¿s never stayed in.¿ no further patient complications are anticipated or expected as a result of this event.